Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. Device received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose and visited to emergency room on (B)(6) 2020. The blood glucose at the time of the incident was 513 mg/dl and current blood glucose was 488 mg/dl. The customer was not using auto mode function at the time of the event. The high blood glucose was treated with insulin drip. The customer was alleging the under delivery of the insulin. The insulin pump will be and reservoir will not be returned for analysis.